Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision due to the humeral component, along with the bone, having fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision due to a fracture.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided.

Event description:
Revision due to humeral component and bone fracture.